Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device had a defib problem. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation the technician observed extensive damage. The observed damage is typically a result of the device being tampered with. Due to the condition in which the device was received, root cause analysis could not be performed. The device was repaired and recertified for clinical use.